Manufacturer narrative:
Safety alert sent to customers to remind them to only use ossur components in foot assemblies. Competitor products are not compatible and may cause early failure.

Event description:
Below knee amputee patient is active and very mobile. The patient was walking on the grass and stepped over a hose on the ground. As he was stepping forward, the pyramid sheared off and he fell. The foot hit him in the head. He was slightly bruised but not injured and did not require any medical intervention.